Manufacturer narrative:
Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the eyepiece of the pediatric scope took multiple pictures by itself without touching it. It happened when connected to the scope and monitor, laying on a sterile field. The procedure was completed utilizing the same equipment. There were no reports of patient harm.

Event description:
This report is being submitted for correction.

Event description:
It was reported that the eyepiece of the pediatric scope took multiple pictures by itself without touching it. It happened when connected to the scope and monitor, laying on a sterile field. The procedure was completed utilizing the same equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.